Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the aorta using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician placed a stent graft inside the implanted stent graft and subsequently placed a pod pc in the gap between the two grafts. While attempting to implant the next pod pc, the physician encountered resistance when approximately one fifth of the coil was pushed out of the microcatheter. Subsequently, the physician realized that the pod pc had detached inside the microcatheter. The physician attempted to push the pod pc out of the microcatheter using a guidewire without success. Therefore, the pod pc, microcatheter, and guidewire were removed together from the patient. It was also reported that the pod pc pusher assembly was kinked. The procedure was then ended. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from its proximal end. The pusher assembly was fractured approximately 36.0 cm from its proximal end. The embolization coil was detached from its pusher assembly and had offset coil winds. The introducer sheath was damaged. The hub of the non-penumbra microcatheter had a harden substance inside. The non-penumbra microcatheter was ovalized approximately 110.0 and 142.0 cm from the hub. Conclusions: evaluation of the returned pod pc confirmed that the embolization coil was detached. Further evaluation of the returned pod pc revealed a fractured pusher assembly. This was likely the reported kink. If the pod pc is forcefully advanced against resistance, damage such as a kink may occur. Further manipulation of a kinked device may result in a fracture. This damage likely contributed to the detached embolization coil. Evaluation of the non-penumbra microcatheter revealed ovalization in the catheter shaft. The root cause of this damage could not be determined. However, the ovalization may have contributed to the resistance that was experienced during the procedure and resulted in the kink and fracture damage that was observed on the pusher assembly of the pod pc. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.